Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: 13-jun-2018. Expiration date: 31-may-2028. Part number: 04.037.242s, 12mm/130 deg ti cann tfna 170mm - sterile. Lot number: h659726 (sterile). Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿drill hit the nail and would not pass¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be relevant to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent a hip surgery. During the surgery, while the surgeon was putting the distal interlocking screw in the proximal femoral nailing system (tfna) short nail, the drill hit the nail and did not pass. The surgeon removed the handle and free handing the drill bit and screw. The procedure was successfully completed with a fifteen (15) minute surgical delay. There was no patient consequence. Concomitant device reported: unknown (part#: unknown, lot#: unknown, quantity: 1), unknown drill bit (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) 12mm/130 deg ti cann tfna 170mm - sterile. This is report 1 of 6 for (B)(4).